Event description:
It was reported the pt (B)(6) was no longer receiving stimulation. As a result, the pt's previous low back and leg pain had returned. It was also reported that battery depletion was suspected; however, no program parameters are available to determine whether the ipg has reached its expected end of life. The physician elected to explant and replace the ipg which resolved the reported issue. It was noted the pt was hospitalized from (B)(6) 2014; however, the reason for hospitalization has not been disclosed.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.